Manufacturer narrative:
The device history records for the reported lot were reviewed. All required testing specifications were met prior to release. There were no abnormalities noted.

Event description:
The patient was enrolled in the coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2013 the patient was injected with 2.0ml of coaptite, lot 100064702. On (B)(6) 2015 the patient had a urinary tract infection that was diagnosed by a urinalysis. On (B)(6) 2015 the patient was treated with cipro 500mg bid x 3 days. On (B)(6) 2015 a recheck urinalysis was done and the event was resolved. The physician assessed the event as mild and definitely not device related.